Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, the patient was hospitalized after reporting that her sensor had failed sometime after being applied to the abdomen. The patient remained hospitalized for six days. During her stay, she received IV glucose fluids and oral medications, though she was unable to recall the specific treatments administered. She reported no additional details regarding her hospital course. The patient was discharged and returned home on (B)(6) 2026. She declined to provide any further information about the event or her treatment. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.